Manufacturer narrative:
Concomitant medical products: 694965 lead and 419378 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high pacing impedance. Approximately two weeks later, the patient reported to the emergency department due to a fall. The right atrial (ra) lead exhibited undersensing on stored and current electrocardiograms (ecgs). The leads remain in use. No further patient complications have been reported as a result of this event.